Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 9338808. Customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield along with (1) humalog pen. Customer states that the pen needles were clogged. The returned pen needle was examined and exhibited a bent patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related. The patient end of the cannula was bent during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time

Event description:
It was reported that 2 pen ndl 32g 4mm hp were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320555, batch no: 9338808. Consumer reported finding 2 pen needles that clogged during flow check with using pen. Consumer called distributor to inform also. Advised proper placement of the non patient end to pen with husband.